Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: no harm to the patient.

Event description:
It was reported that during a pelvic surgery, the device did not fire.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2020 b3: only event year known: 2020 d4: batch # t9535a the device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components, no evidence was found that could have caused the reported cautery issues.